Event description:
The patient reported that two devices worn since starting v-go have fallen off. The patient started v-go on (B)(6) 2020 and after getting assistance with attaching that first device to his body from his doctors office he went to work. The patient stated he is an electrician and that he often sweats while working because he does a lot of physical activity. The patient stated he started sweating at his job that day and that is when the first v-go device fell off after being worn for only two hours. The patient stated the second device also fell off after two hours of wearing it and he was working at the time it fell off. The patient threw away the two devices.